Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case, the bottom case, and all the printed circuit boards (pcb) were filled with contamination. The top case left corner was chipped, the bottom case was cracked by the l bracket, the right plunger case was chipped, and the ear clip was broken. Unable to view event history log (ehl), as the pump would not turn on. During the functional testing and visual inspection, it was confirmed the pump would not turn on and there was fluid ingression on all the boards. The root cause of the issue was customer induced via fluid ingression into the main body of the pump because of either the customer's improper cleaning of the pump, or the customer's introduction of excessive fluids to the pump's surface. The pump was beyond economical repair.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited interconnect issue and had issues with not seeing the battery. No further adverse effects were reported.